Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device had no seal. New device was opened and used successfully with the same generator. There was no patient injury.